Event description:
Per the clinic, the patient experienced a skin flap breakdown at the magnet site and was treated with topical antibiotics (date and duration not reported). The patient underwent a skin revision on (B)(6) 2020, and has since resumed use of the device. The implanted device remains.